Event description:
It was reported that a patient presented to clinic for follow up. The patient right ventricle (rv) lead exhibited low pacing impedance. The rv lead was capped and replaced with a new lead on (B)(6) 2024. The patient had no further consequences.